Event description:
The customer reported the itrak 3500l was having problems calibrating the probe at the beginning of a case. No patient injury was reported.

Manufacturer narrative:
The service rep contacted the customer to discuss the problem. The customer was offered retraining and has accepted. The system was returned to service and operates as intended.